Event description:
The customer reported that during preoperative set-up, the 24k100 arthroscopy tube set packaging was discovered to be improperly sealed. To date, the customer has not found a similar anomaly in their inventory. Since the anomaly was discovered during preoperative set-up, there was no patient involvement.

Manufacturer narrative:
To date, this product has not been received for evaluation. The tube set and packaging are expected to be returned from (B)(4). When the product is received, an evaluation will be performed, and a follow-up report will be filed. Device not returned.

Manufacturer narrative:
On (B)(6) 2013 conmed received a 24k100 tubing set without its original packaging. Without the tube set's original packaging, an evaluation could not be performed and the alleged "sterile package not sealed" could therefore not be verified, and the cause of the reported complaint was unable to be determined. The device history records showed this lot was manufactured on 08-mar-2013 in a lot of (B)(4) units, with no noted discrepancies during the manufacturing process that could have caused or contributed to this alleged problem. To date, no similar complaints have been received for this item and lot number combination. Based on information received from the user facility, the alleged "opened seal" was easily detected by the surgical staff and prompted the use of another tubing set without incident. A two-year review of the device complaint history shows there have been no serious injury or death related to the reported failure. In this instance, the information obtained from this reported problem does not reasonably suggest that the alleged "opened package" has or may have caused or contributed to a death, serious injury or has malfunctioned in a manner that would be likely to cause or contribute to a death or serious injury if it were to recur. In addition, a two-year review of the device complaint history showed no similar confirmed complaints. Based on this finding, no further action is required. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.